Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" time between tests was 30 minutes. Therapeutic range = 2.5 - 3.5. Milking finger after fingerstick; multiple fingersticks performed on the same finger; using 28 gauge lancet.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further information will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.